Event description:
It was noted by a philips field service engineer (fse) that there was interference on the ECG waveform. There is no indication of patient involvement.

Manufacturer narrative:
Pr#: (B)(4).